Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspections noted damage in the a-tip seal plug. All seal plugs intact and all setscrews moved freely. The device was put through and passed a series of automated diagnostic testing. Analysis testing could not confirm the reported noise issue but a hole in the a-tip seal plug may have contributed to the noise issue. The device meets specification for normal battery depletion, electrically.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed noise on the ventricular and shock electrogram which caused 15 non-sustained events and diverted shocks. The noise was not able to be recreated. Lead measurements were normal and stable. The electrograms were saved to disc for analysis by technical services. Four years later, this device was removed and returned for disposal. No further allegations against this device were received from the field.